Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via a manufacturer's representative regarding patient who was receiving 2000mc g/ml gablofen at 1294mcg/day via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that the patients pump reported a motor stall on (B)(6) 2018 and it recovered on (B)(6) 2018. The pump again stalled on (B)(6) 2018, and recovered again on (B)(6) 2018. It was reported that the pump was currently working, but could stall again at any time. The patient reported increased spasticity during this time. The logs were read and it was discovered that the pump was stalling intermittently. The hcp had given the patient¿s oral medication to take in case the pump stalled again. Surgery would be scheduled as soon as possible. It was reported that the issue was not resolved at the time of the report. The pump off passcode was requested. Surgery was planned, but not scheduled. The patient's status was reported as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported that the patient's pump was explanted on (B)(6) 2018. No further complications were anticipated/reported.